Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had cracks and missing pieces in the reservoir chamber. Customer's blood glucose level was high around 350 mg/dl and 400 mg/dl. The reservoir will not stay in. The insulin pump alarmed no delivery. The alarm was resolved by screwing the reservoir in again. She treated her blood glucose level with manual injections and insulin pump. The device was not returned.